Event description:
Additional information was received from a manufacturer's representative (rep). The rep was asked for clarification on the statement that the patient was using the patient programmer (pp) incorrectly. The rep stated that it wasn't that the patient was using the pp wrong, but that the patient had her stimulation set so low that when she bent over or walked, she couldn't feel the stimulation. The stimulation was on but the patient did not feel it because the amplitude was so low. The patient just needed re-education on the use of stimulation and effective settings. The patient was doing well at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that there was a loss of stimulation and stimulation was "cut off" then the patient bent over a couple of times, starting a few months ago. When this occurred, the patient synched with the implantable neurostimulator (ins) and saw the lightning bolt was gone, indicating the ins was off and that she needed to turn the ins back on. Additional information received from the manufacturer representative reported it seemed the patient was using the patient programmer incorrectly and the system was operating normally. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and failed back surgery syndrome.